Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 30july2019. The field service engineer (fse) inspected the device and verified the reported condition. The central processing unit ( cpu) printed circuit board (pcb) was replaced. The ventilator passed all tests and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator gives an error code backup alarm failed. The ventilator was not in use on a patient at the time of the event occurred.